Event description:
Rocedure type: lap gastric bypass. According to the reporter: initial firing on stomach with 45mm purple using idrive ultra resulted in a stapler lock down, the reload would not open. Surgeon detached the adapter and then used a second idrive stapler to resect the stapler from the stomach. The surgeon resected a wedge of stomach tissue to remove the reload from the pt. The surgeon did not feel that the tissue removed had a significant impact on the outcome of the procedure. The case was extended by more than 30 minutes. No reinforcement material was used in conjunction with the stapling device. There was unanticipated tissue damage and tissue loss as a result of the problem.

Manufacturer narrative:
(B)(4).